Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Whilst tightening the femoral adaptor with the adaptor torque wrench the torque wrench end that surrounds the adaptor fractured and exploded. We had to assume that the correct torque had been deliver to the bolt before the device failed. The femoral component was then completed and implanted.

Manufacturer narrative:
Examination of the submitted sig fem adpt torque wrench confirmed fracture at the corner of the metal portion of the hexagonal feature. The root cause of the fracture is attributed to torsional forces being applied while attempting to use the instrument out of plane, i.e. Not perpendicular to the bolt being tightened. The plastic socket end cap has been confirmed to be cracked through on one of the corners of the female hex feature. This failure has been addressed per (B)(4). Therefore a root cause has been determined as per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.